Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it had been "taking so long" for the patient to charge the ins. The caller stated she met with a manufacturing representative (rep) the day prior to the call to talk about the issue and positioning. The rep told her to call in to order a belt and adhesive discs. The caller reported their belt was stolen. The caller stated she charged the ins in sessions, charging quartile by quartile. The caller stated the last two quartiles took longer. The caller stated she always had full coupling and was always able to charge it all the way. The caller stated she did not charge with the ins on. The caller stated she had been sleepwalking and usually fell forward. This time she fell and landed on her backside. The caller stated the charging issue started shortly after the fall. The caller stated she had pain (not soreness) after the fall around the ins site and thought maybe the ins had moved. A replacement recharging waist belt and adhesive discs were sent to the patient. No further complications were reported/anticipated.